Manufacturer narrative:
Device evaluated by MFR.: promus select 20 x 2.75mm stent delivery system was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. No issues were noted along the hypotube shaft, and no issues identified with the outer / mid-shaft sections or the inner lumen of the device. There was no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No signs of movement, stent was set between the proximal and distal markerbands. Bumper tip showed no signs of distal tip damage. No device issues were noted during return product analysis.

Event description:
It was reported that procedure was cancelled. The 80-95% stenosed target lesion was located in the non-tortuous and severely calcified left circumflex artery. Following pre-dilation with 1.0x10mm, 2.0x15, 2.5x15mm and 2.0x8 non-boston scientific balloon catheters, a 20 x 2.75 promus premier select drug-eluting stent was advanced but failed to cross the lesion. The angiogram showed a dissection, so the procedure was stopped, and no stent was implanted. There was timi flow 3, and the patient condition was good and stable.

Event description:
It was reported that procedure was cancelled. The 80-95% stenosed target lesion was located in the non-tortuous and severely calcified left circumflex artery. Following pre-dilation with 1.0x10mm, 2.0x15, 2.5x15mm and 2.0x8 non-boston scientific balloon catheters, a 20 x 2.75 promus premier select drug-eluting stent was advanced but failed to cross the lesion. The angiogram showed a dissection, so the procedure was stopped, and no stent was implanted. There was timi flow 3, and the patient condition was good and stable.